Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. There was a gripper actuation issue with two mitraclips. The first xtw clip functioned as intended during device prep and the grippers functioned during gripper orientation (for 2-3 cycles). During grasping, the anterior gripper was able to lower, but the posterior could not. The gripper arm remained stuck in position by the shaft. The clip was removed and replaced. The second xtw functioned during prep, but the posterior gripper did not lower during gripper orientation. The clip was removed and replaced. Two xtws were implanted and the mr was reduced to grade 1-2. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported single gripper actuation issue was not confirmed via returned device analysis. Additionally, difficult gripper arm lowering, bulky gripper cover, and torn clip introducer were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the cause of the reported inability to lower gripper arm and the observed difficult to lower gripper arm were unable to be determined. The observed bulky gripper arm cover is likely a result of troubleshooting. The observed torn clip introducer is likely to be related to post procedural handling/shipping. There is no indication of a product quality issue with respect to manufacture, design, or labeling.